Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer was dispatched to the customer's site. The cse ran hardware checks and alignments. There were no issues with the instrument. The system was moved to a new location and the method was removed since the customer is no longer using the method. There were no issues with any of the other assays on the system. The cause of the discordant, falsely low igf-I results is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low insulin-like growth factor I (igf-I) results were obtained on three patient samples on an immulite 2000 instrument. The discordant results were reported to the physician(s) and were questioned. The samples were repeated on the same instrument resulting higher. The repeat results were reported to the physician(s) as the correct results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low igf-I results.